Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -4.0 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2024 the lens was exchanged for a same length/model lens due to refractive surprise. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection optic and haptic torn to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).